Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that poor atrial sensing was noted on the leadless implantable pulse generator (ipg) post operatively. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.